Event description:
The patient presented with a ruptured aneurysm. During the embolization procedure, following the placement of the seventh coil dye extravasation was noted on angiography. The aneurysm had ruptured and the physician related this to a loop of the seventh coil herniating into the subarachnoid space from the medial wall of the aneurysm. Three additional coils were placed following the rupture of the aneurysm and an external ventricular drain was placed. The event remains on going.

Manufacturer narrative:
Device code: other for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was obtained from the user facility. Continuous flush was maintained, and the coils were used in accordance with the appropriate directions for use. The physician does not allege any malfunction or nonconformance of the device. The anatomy was mildly tortuous.

Manufacturer narrative:
Evaluation conclusions: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted and was not available for evaluation. There is no allegation of any device malfunction or nonconformance. From the information provided, there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that the reported event is listed as a known potential complication associated with such procedures. Therefore, it was determined that the event was an anticipated procedural complication.